Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic congestion, retroverted uterus, pelvic pain and menorrhagia on (B)(6) 2023 and kidney stone and right lower quadrant pain on (B)(6) 2022. On an unknown date, the patient had essure inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy, bilateral salpingectomy, cystoscopy, tap block done on (B)(6) 2023). The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: pelvis: bilateral fallopian tube occlusive devices are noted. Impression: appendix is not visualized. However, no free fluid or inflammatory stranding identified in the right lower quadrant abdomen. 4mm no obstructing calculus in left lower pole kidney. Mm no obstructing calculus in left upper pole kidney. No hydro nephrosis bilaterally [pathology test] on (B)(6) 2023: surgical pathology report: diagnosis uterus, bilateral fallopian tubes: chronic cervicitis. Secretory phase endometrium. Endometriosis. Benign bilateral fallopian tubes. Clinical history: pre and postoperative diagnosis: heavy menstrual bleeding, right pelvic pain. Signs and symptoms: heavy menstrual bleeding, right pelvic pain. Gross description extending from the bilateral cornua into the fallopian tubes are silver metallic spiraled structures. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-nov-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pelvic congestion, retroverted uterus, pelvic pain and menorrhagia in 2023 and kidney stone and right lower quadrant pain in 2022. Essure was removed on (B)(6) 2023. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (hysterectomy, bilateral salpingectomy, cystoscopy, tap block done on (B)(6) 2023). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram abdomen] on (B)(6) 2018: pelvis: bilateral fallopian tube occlusive devices are noted impression: 1. Appendix is not visualized. However, no free fluid or inflammatory stranding identified in the right lower quadrant abdomen. 2. 4mm no obstructing calculus in left lower pole kidney. Mm no obstructing calculus in left upper pole kidney. No hydro nephrosis bilaterally [pathology test] on (B)(6) 2023: surgical pathology report diagnosis uterus, bilateral fallopian tubes: chronic cervicitis. Secretory phase endometrium. Endometriosis. Benign bilateral fallopian tubes clinical history pre and postoperative diagnosis: heavy menstrual bleeding, right pelvic pain signs and symptoms: heavy menstrual bleeding, right pelvic pain gross description extending from the bilateral cornua into the fallopian tubes are silver metallic spiraled structures. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.